Event description:
It was reported that the portex epidural line malfunctioned upon epidural placement causing line wire to unravel in patients back and potentially leaving a piece of plastic in. No additional information.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.